Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak during therapy in a minicap transfer set which led to a break in the sterile pathway and subsequently peritonitis during peritoneal dialysis therapy. The leak was the result of a disconnection of the transfer set and caused the peritonitis. The patient was hospitalized for the event. The patient was treated with cephalothin (dose, route, frequency, and duration not reported), cefazolin (dose, route, frequency, and duration not reported), vancomycin (dose, route, frequency, and duration not reported), amikacin(dose, route, frequency, and duration not reported), gentamicin (dose, route, frequency, and duration not reported), cipro (dose, route, frequency, and duration not reported), and cephalexin (dose, route, frequency, and duration not reported) for peritonitis. Action taken with pd therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.